Manufacturer narrative:
The evaluation of the device duplicated the reported problem of 'white screen'. The evaluation indicated that the reported problem was causd by a defective motherboard. However, the evaluation did not conclusively identify the root cause, but did discover bent pins on u2. The pins were examined under the microscope and the inspection revaled that no shorting of these pin to each other or to adjacent pins occurred. Furthermore, the pins appeared to be soldered to the pcb. When the moterboard was replaced the reported problem could not be duplicated. The device was then tested and found to performed in accordance with it specifications.

Event description:
Screen is white, nothing can be viewed. "Screen draw failed" is printed on chart paper.